Event description:
It was reported that (2) devices were used during a lobectomy. It was reported by the affiliate that the (2) tlh30 staplers had malformed staples. Another instrument was used to complete the case. There was no consequence to the pt.